Manufacturer narrative:
B3: date of event is an estimate.

Event description:
During angioplasty procedure to treat anterior tibial artery using a jade balloon, the balloon got stuck during advancement and ultimately broke. It was unable to retreat the balloon and half of the balloon was left in-vivo in the anterior tibial artery. The procedure was ended as unsuccessful treatment of the anterior artery. The physician stated that the artery was occluded and remained occluded at the end of the procedure. No returned device or no case image/cd were provided for analysis. The lot number was unattainable. In this case, the balloon catheter was utilized in the occluded lesion, it was suspected that the balloon catheter might have been caught/stuck by the occluded lesion, external force applied on the catheter may exceed the product design' s limit, causing the balloon catheter to break. Since the product was not returned for analysis and the clinical situation could not be duplicated in our analysis lab, the root cause of the complaint could not be determined. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect.